Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 412mg/dl. Reportedly, a correction bolus was delivered to address the bg level. Supply changes were performed to address the occlusion alarms. A follow-up call to ensure the customer's bg level decreased was declined by the customer.